Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system went offline with a black screen and buffering following multiple shutdowns caused by repeated remote manager failures. A field service engineer found that the main unit experienced a fault during a windows update, attempts to boot into safe mode were unsuccessful. The hard drive was replaced and reimaged, and remote support services, firmware, bioid drivers, and eset version 12 were updated. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis was in offline with a black screen. The station was buffering even after to shutdowns. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.